Event description:
It was reported that during a low anterior resection procedure, the jaw did not open after the 15th firing. After that, another device was used to clip on both sides of the jaw. And then the harmonic device was used to cut the tissue. Finally, the device was removed from the pt's body. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 08/25/2009. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains 15 titanium clips and a last clip lockout feature designed to increase the force required to close the trigger once all the clips have been delivered, thereby, reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No incident related to the reported event was observed during the batch record review. Device fired through lockout, empty, indicator wheel failure.